Manufacturer narrative:
Concomitant medical products: product ID: 387745, lot#: unknown, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 387745, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that during interrogation of the ins it was noticed the impedances were >4,000 ohms. The ins was planned to be replaced with a newer ins due to being old, and if required and possible perform a revision of the lead. The patient was not feeling stimulation or very little. The ins was replaced with an adaptor. During surgery the physician decided not to remove the lead or add a new lead despite the high impedance to prevent complications. The physician was considering implanting two peripheral leads instead of touching the existing leads. The event has not resolved yet. The patient currently has no stimulation. The patient will have an appointment with the physician to decide the next step, no date was provided or known. No further complications were reported or anticipated.